Manufacturer narrative:
The reported event of an unacceptable threshold and the stylet not reaching a satisfactory location were not confirmed. As received, a complete lead was returned in one piece. The stylet used in the field was not returned with the lead. Final analysis did not find any anomalies.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right atrial (ra) lead exhibited high capture threshold on multiple positions and the stylet could not reach a satisfactory location. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.